Event description:
The patient had exploratory surgery on (B)(6) 2012. It was found that the reason of high impedance was due to the lead pin not being fully inserted into the generator connector block. After the surgeon re-inserted the lead pin into the generator, the system was reportedly functioning as intended. The treating physician believes that the patient has not received therapy to date due to not receiving therapy due to the high impedance which was the cause of the reported lack of efficacy.

Event description:
It was reported that the patient presented for follow up appointment at the hospital, and the system diagnostic test resulted in high impedance. The patient was implanted on (B)(6) 2012, and the patient had follow up appointments on (B)(6) 2012. System diagnostics on this date were okay. However on the third follow up visit on (B)(6) 2012, the high impedance was detected. The physician recommended the patient for surgery to check the high impedance. It was also reported that the patient was not observing efficacy improvement from vns therapy thus far since the device was implanted. However, the patient is a newly implanted patient. It is unclear if the patient had experienced any trauma that preceded the high impedance event. The patient was scheduled for surgery on (B)(6) 2012, however it has not been confirmed to date that surgery occurred as scheduled. The patient was scheduled to be evaluated to assess if the cause of the high impedance was a lead pin issue. Attempts for additional information have been unsuccessful to date. X-rays were received by the manufacturer for review. The generator was able to be visualized in the chest. Due to the poor quality of the image, verification that the lead pin was inserted past connector block was unable to be assessed. The generator placement appeared to be normal, and the filter feed-throughs appears intact. In the portion of the lead that is visible there are no gross fractures or discontinuity but there is a portion of the lead behind the generator that is not visible. Based on the x-rays received there were no anomalies or lead discontinuities observed that could have been causing the reported events. However, due to the lack of images available, the entire lead body and generator could not be assessed.

Manufacturer narrative:
Suspect medical device brand name, corrected data: with the additional information received, the initial report inadvertently reported the suspect medical device incorrectly. Suspect medical device type of device, corrected data: with the additional information received, the initial report inadvertently reported the suspect medical device incorrectly. Suspect medical model #, serial #, lot #, expiration date, corrected data: with the additional information received, the initial report inadvertently reported the suspect medical device information incorrectly. Device manufacturer date, corrected data: with the additional information received, the initial report inadvertently reported the suspect medical device information incorrectly.

Manufacturer narrative:
.